Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a fall in june and she had noticed that therapy had not been working the same since the fall. The patient was not in pain but just "not comfortable". It was hard for the patient to describe feeling. The patient contacted her doctor's office in (B)(6) and discovered that her doctor was moving to a different location. The patient saw a doctor at the practice, but that doctor did not seem to be as aware of interstim therapy. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that the patient had a bad fall in (B)(6) 2013 and the interstim therapy had gotten gradually less effective since that time. Therapeutic effect had gotten even worse since previous reporting. The patient had interstim therapy implanted after having colon cancer and colon surgery, radiation and chemotherapy in 2010. Interstim therapy was working well for her initially but had been increasingly less effective since her fall. The patient was planning to see their managing healthcare provider in october. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v893295, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).